Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported a rupture of the left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, red particles, wear abrasion, and missing. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A piece of the shell is missing the assessment is inconclusive.

Event description:
Physician reported a rupture of the left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the left device. The device has been explanted.